Event description:
22g ivs, the catheters kink when trying to advance.  We just tested a handful from the same lot # and they were all folding on themselves when you touch the plastic catheter after pulling the stylet.  The stylets are also flimsy and easy snap in half after pulling the stylet out.